Manufacturer narrative:
Device not returned, no evaluation can be performed; no conclusion can be drawn.

Event description:
On 03/24/2010 a sales representative reported having received information from an account reporting a patient who had "developed an ulcer and a permanent scar". The treating eye care professional (ecp) was contacted and stated that the patient presented to the clinic on (B) (6) 2010 with od redness, pain around and behind the eye, photophobia and complaining that the eye felt scratchy. The patient reported on (B) (6) 2010 that the "od was not feeling good, vision blurred, lay down with baby and fell asleep". On awakening the patient experienced redness and pain around and behind the eye that was worsened the next morning. The patient removed and inserted a new lens (es) and the pain decreased. Slit lamp exam revealed a corneal ulcer approximately 0.4mm in diameter and located in the superior pupil area; va 20/20. Faxed clinic notes stated that the treatment plan included iquix every hour, discontinue contact wear and return to clinic. On (B) (6) 2010 the patient returned stating that he/she was "feeling a little better, vision still seems a little blurry, scratchy and dry but not painful". The patient had corneal edema and a "heavy scar"; anterior chamber deep and quiet. The patient was instructed to continue iquix every hour and start lotemax bid od. The replacement schedule is unk. On (B) (6) 2010 the patient returned reporting that he/she felt some dryness in the eye but denied pain. Sle revealed a corneal scar; no staining. Va 20-1. The treatment regimen was to continue lotemax qid x2 weeks, discontinue iquix and systane for dryness and to schedule a consult for laser treatment "if scar bothersome". Cl wear resumed. The ecp stated he felt the ulcer was "infectious because it took 2 weeks to heal". The ecp stated that the pt discarded the suspect product. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings.